Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned and analyzed. Blood was found in/on the helix mechanism. Correction: source type code, date of death, date device mfg.

Event description:
It was reported that during the implant procedure, after multiple attempts to position the lead, the helix became blocked. The lead was removed and returned. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.